Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in emergency room after receiving shocks, inappropriate shocks due to far-p oversensing was observed. R-wave amplitude was also decreased within one month. Lead dislodgement was suspected. Programming changes and further tests to check lead position were recommended. Lead was capped and replaced on (B)(6) 2016. No further information was available.

Event description:
New information received notes that the patient was stable post lead replacement procedure.